Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal cover fell of the duodenovideoscope during the endoscopic retrograde cholangiopancreatography (ercp) procedure. The staff was unaware the distal cover fell off. The patient alerted the facility a week later that they had passed the distal cover during a bowel movement. There is no report of patient harm.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.